Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm material. Details of the events are provided below. It was reported that the cormatrix ecm was used for vascular surgery (femoral) repair and the patch later came apart (patch dehiscence). The exact cause of the event is unk. Although product and lot info is unavailable, the repair was likely performed using the cormatrix ecm for pericardial closure. The use of the cormatrix ecm for pericardial closure in vascular surgery (femoral repair) is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium.

Manufacturer narrative:
The device was not returned for eval. The surgeon who was involved in the case indicated that non add'l info is available, as the event occurred in 2011.